Event description:
It was reported that during use with an unknown revaclear 300, an external blood leak at the top of the dialyzer and tubing was observed. It was later reported the external blood leak was at the connection between the non- baxter cartridge and revaclear dialyzer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h3, h6 and h10. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.